Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The ventricular lead exhibited noise that was reproducible with pocket manipulation. Upon revision, insulation damaged was noted near the suture sleeve. The lead was explanted and replaced. No complications occurred to the patient.